Event description:
On (B)(6) 2012, the patient's programming history was reviewed in the programming history database when the physician requested a battery life calculation. It was discovered that on (B)(6) 2010, a faulted system diagnostics test occurred that changed the patient's settings from output=1.5ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=1.75ma/magnet pulse width=500usec/magnet on time=60sec to output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. Although a final interrogation was performed, the incorrect settings were not noticed until the following day, (B)(6) 2010, when the patient was re-programmed to output=1.5ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=3min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec.